Event description:
During an endoscopic procedure, the physician used a cook endoscopy tracer metro direct wire guide. During advancement through the endoscope, the tip of the wire guide coating separated, but did not fully detach from the wire guide. Another wire guide was used to complete the procedure. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The outer black coating of the wire guide tip has separated approximately 1cm from the orange spiral coating but remained secure to the wire guide. This damage area is located near the distal end of the wire guide. The inner coil spring that is located under the black coating has stretched and the inner core wire is visible at the damaged area. Although damage is noted near the distal end of the wire guide, no portion of the wire guide has detached. All sections of the wire guide device are present. The condition of the wire guide (i.e. Damaged coating and stretched inner coil spring) suggests the wire guide received excessive pressure during use. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt's anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. The intended use listed in the instructions for use indicates this device is used to assist in cannulation of the biliary and pancreatic ducts and to aid in bridging difficult strictures during endoscopic retrograde cholangiopancreatography (ercp). If the wire guide received excessive pressure in response to resistance due to a severe stricture, this could have contributed to the damage observed. The instructions advise the user that the wire guide should be kept wet for best results. The instructions for use describe the appropriate flushing techniques for use of this coated wire guide. These techniques described include flushing the wire guide holder with 30cc of sterile water prior to removing the wire guide from the holder, flushing the endoscope accessory channel and/or lumen of accessory device with sterile water before wire guide insertion. If these flushing techniques are not followed or inadequate flushing occurs, this can contribute to wire guide damage. If the endoscope or accessory device used with this wire guide contains a sharp area or burr, this could have contributed to damage of the wire guide. Prior to distribution, all tracer metro direct wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: a corrective action has been implemented in an effort to reduce occurrences of wire guide coating separation near the distal end. This product was manufactured prior to implementation of this corrective action. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.